Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account and found the side communication cable was partially disconnected from the bed. Per the hill-rom user manual, warning: a communication cable must be used for beds that have nurse call. Failure to do so could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account securely connected the side communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the bed exit would alarm at the bed, but not alarm at the nurses' station. The bed was located in the cardiac area at the account. There was no patient/user injury reported. (B)(4).